Event description:
Patient was intubated; end tidal co2 detector was placed with positive color change after 6 breaths. Bilateral breath sounds were confirmed by two members of the anesthesia. The endotracheal tube (ett) was taped at 24 cm at the lip. It was difficult to bag the patient so the ett was checked by anesthesia a second time. Ett was said to be through the vocal cords and the ett was re-secured for the second time. CPR was started, pt placed on the vent and alternated with bagging. Once the doctor arrived at bedside, ett was again checked with an end tidal co2 detector with positive color change. The doctor used the bronchoscope to confirm ett placement and found ett to be in the esophagus. Anesthesia then re-intubated and patient was bronched to confirm placement in the trachea. Patient was then placed on the ventilator.